Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 25 mcg/ml concentration at 2.5 mcg/day dose and bupivacaine, 2.5 mg/ml concentration at 0.25 dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the hcp noticed volume discrepancy during pump refills, finding more fluid than expected. This was not reported to manufacturer at the time as he felt it could have been an error on his part. After the 2nd volumes discrepancy, along with the patient showing symptoms of withdrawal ((B)(6) 2018 timeframe), he performed a dye study, which he had to abort when he was not able to aspirate the catheter. Any environmental/external/patient factors that may have led or contributed to the issue were that patient had significant amount of free moving adipose tissue; pump pocket was highly mobile. After failed dye study the hcp decided to revise catheter. Patient asked to replace pump at this time also just for added "piece" of mind. At the time of this report, the issue had resolved and patient status was alive- no injury. New pump and catheter appeared to work well and aspiration was verified at time of procedure. The rep also checked the volume of the old pump for discrepancy and it was exactly as expected. The return status of pump and catheter was no return-customer discarded. No further complications were reported.